Manufacturer narrative:
The customer service center specialist (csc) checked instrument logs, over the phone, and confirmed that the discrepant result was accompanied by the flag ¿low¿. Furthermore, the csc reported that the discrepant result was preceded by message code 3460; aspiration error, and message code 9415; processing module error. No further troubleshooting has been performed and a definitive cause of the discrepant result was not identified. The alinity c (serial number (B)(6)) was considered the likely cause, however a pre-analytical sample integrity issues cannot be ruled out. A review of the service history for the alinity c processing module, sn (B)(6), found no contributing factors on or around the date of the complaint. Tracking and trending was reviewed and no trends were identified for the alinity c processing module. The product monitoring review (pmr) scorecard for clinical chemistry systems was reviewed and found no systemic issue or trend for the issue associated with this ticket. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customer issue which includes troubleshooting of discrepant sample results, including; dirty probes; dirty cuvettes; sample integrity issues; sample was not collected or prepared correctly, sample volume in the sample cup or tube is inadequate, bubbles or foam are on the surface of the sample and sample containing fibrin clots or particulate matter. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, sn (B)(6).this follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. All available patient information included. No additional patient information provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium (na) result was generated on the alinity c processing module for a patient. The customer stated that sid (B)(6) generated an initial result of 101 mmol/l that was released to the physician. The physician questioned the result and a new sample was obtained from the patient, which generated a result of 138 mmol/l (lab normal range 136- 145 mmol/l). No impact to patient management was reported.